Event description:
It was reported that this caller was inquiring how to turn off tones for this device. The caller reported the device had declared elective replacement indicator (eri) that was suspected to be due to premature battery depletion. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.